Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.